Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the pump time and date reset upon removal of the battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the event the display was found to have a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.